Event description:
The user facility reported that the device was heating up unusually strongly during a procedure. The procedure was completed successfully using back-up equipment with no delay, medical intervention, or adverse consequences reported.

Event description:
The user facility reported that the device was heating up unusually strongly during a procedure. The procedure was completed successfully using back-up equipment with no delay, medical intervention, or adverse consequences reported.